Manufacturer narrative:
Product returned.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to femoral implant fracture. (B)(6).